Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2017-06736 and 2134265-2017-07005 it was reported that automatic pullback failure occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified right coronary artery (rca). An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a sled to perform automatic pullback. During the procedure, a balloon catheter was used for pre dilatation. Dilatation was performed again at two pullbacks. Subsequently, a sized up device was used for dilatation on the third pullback. However when the fourth pullback was about to perform, the ilab froze and automatic pullback failed. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.